Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was producing shock. The sensor was inserted into the abdomen on (B)(6) 2022. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A functional investigation was not performed, as the integrity of the sensor has been compromised and the environment in which the system failed cannot be replicated. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.